Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 24. Details of surgery: immediate extraction site. On (B)(6) 2025, non-osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: increased sensitivity. No further patient complications were reported.